Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal was conductor fractured. It was noted that the proximal conductor was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was flexed.

Event description:
It was reported that the right atrial lead exhibited high/unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.